Event description:
I'm sending this medical report because I've had this patch since 2003 and still today I'm having severe reoccurring symptoms. I had reoccurring surgery. I've had all symptoms listed. I thought I was losing my mind. Till my daughter who works for FDA finally, investigated. Right now this mesh is killing me. I need surgery right away. Please help before I die. I can no longer absorb or eat food.